Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, and minor scratches on the lcd window.

Event description:
It was reported that the insulin pump alarmed no delivery during bolus. It was also stated that the display screen has been damaged with scratches due to the customer being in a four wheeler accident. Blood glucose value is 361 mg/dl; planning on treating with manual injection. Customer's mother declined troubleshooting and requested the insulin pump to be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.